Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 12.3 mmol/l. Customer cleared the alarm and used the pump until she realized that the pump display was blank. Customer changed the battery but the display did not return. Pump was not bumped or dropped. Pump was not exposed to moisture. Sensor feature was turned off. Customer was advised to replace the pump because of the motor error alarm. Customer removed the battery for 10 minutes and checked the battery compartment contacts. Customer cleared the contacts. Customer inserted a new battery but the display did not return. Customer reverted to her back-up plan. No further details given.

Manufacturer narrative:
The insulin pump had constant failed battery test alarm after battery installation due to corroded battery tube. No blank display noted. Unable to test the operating currents, off no power alarm and motor error alarm due to failed battery test alarm. The motor was tested outside of the insulin pump and passed. The insulin pump had a cracked reservoir tube lip.